Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with crohn's colitis underwent a pillcam procedure, and five months later presented in the emergency room with severe abdominal pain and clinical signs of suspected intestinal obstruction. An x-ray and CT revealed a dilated bowel down to the sigmoid colon where a stricture was suspected. It was also found that the capsule was retained in the cecum. It was noted that the patient was in poor general condition and surgery was considered to be too risky, so the patient was treated with a self-expanding metal stent with the intention to perform surgery within two weeks. The placement of the stent was successful and the obstruction was decompressed. However, two days later the patient presented again with intestinal obstruction. An x-ray demonstrated that the colon was dilated from the cecum to the sigmoid colon, where the capsule was observed to be trapped in the metal stent. The patient underwent an emergency hartmann's procedure and recovered uneventfully.